Manufacturer narrative:
(B)(4): method: device history review is pending. Results: device history review and investigation completion is pending. Conclusion: cause of event cannot be determined. Analysis: the error log for this unit was analyzed. It appeared the user responded to the error (bioconsole560.exe) by taking the instrument offline by reducing the rpm speed to zero and using hand crank until the unit was switched to a backup unit. The base unit could still have indicated that the motor is running. User could potentially have choose to operate the unit using base unit, as base is backup when user interface goes down. Conclusion: the cause for this event cannot be determined at this time. Additional investigation is pending. Additional info will be provided.

Event description:
Medtronic received info that during use of this bioconsole, an error message was exhibited indicating "application bioconsole560.exe has performed an illegal operation and will be shut down. If the problem persists, contact the program vendor. (B)(6). The unit operator switched to handcrank until a backup unit could be brought in. There were no adverse pt effects reported.